Event description:
It was reported that a clavicle plate originally implanted on (B)(6) 2013 failed. Noted, post operatively, to be bent a revision surgery was performed on (B)(6) 2013. It was reported that the patient did not sustain an injury that would cause damage nor did he do anything unusual that would contribute to the device malfunction. The device was easily removed during the revision surgery and another synthes device was successfully implanted. Since the revision surgery, the patient has healed fine; there have been no reports of any additional medical intervention or injury sustained. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.